Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the patient's blood glucose elevated over 600 mg/dl after a bent cannula issue was discovered. Reportedly, the patient did not have any symptoms at the time of concern. The patient's insulin site was switched and a correct bolus of 11 units given to the patient. This complaint is being reported because the patient had a bent cannula and subsequently experienced a hyperglycemic episode.